Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019 at10 am. The customer blood glucose level was 500 mg/dl. Customer stated that they hospitalized for a week and insulin pump alarming high and was getting bolus but didn't bring the blood glucose down. Customer also stated that heart rate was way up and blood pressure was way down. The customer was treated with new blood medicines, massive fluids and insulin. The device will not be returned for analysis.